Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Bosker, b., bishop, n., ettema, h., morlock, m., verheyen, c., and witt, f. (2014). The relation between titanium taper corrosion and cobalt-chromium bearing wear in large-head metal-on-metal total hip prostheses. The journal of bone & joint surgery, vol. 96-a, number 18, e157 (1-9). (B)(4).

Event description:
Information was received based on review of a journal titled, "the relation between titanium taper corrosion and cobalt-chromium bearing wear in large-head metal-on-metal total al article hip prostheses,". It was reported that 1 patient required revision due to metallosis on an unknown date.